Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving multiple therapies from their implantable cardioverter defibrillator (ICD) during a ventricular tachycardia (vt) storm. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that during the vt storm some episodes were misclassified as supra ventricular tachycardia (svt) events and the device withheld therapy due to onset or stability when the electrogram (egm) is clear it is a vt. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.